Event description:
Information was received regarding a level 1 hotline disposable. It was reported that the inner tube of the device was leaking, the warmer itself did not malfunction. However, during the customer's evaluation, they found that the water tank was cracked. The patient was no har.